Manufacturer narrative:
Final analysis found the proximal insulation, distal insulation, and proximal coil were damaged at 25.2 cm from the connector pin. All wires of the coil were fractured. The damages found were consistent with clavicular crush damage.

Event description:
It was reported that the atrial lead exhibited greater than 2000 ohms impedance. Under fluoroscopy, it appeared that the lead insulation and conductor elements had sustained clavicular crush damage. The lead was explanted and replaced.